Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound coming from the device in local mode and when connected, it works but shows a speaker malfunction error. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that there is no sound from the device when in local mode and when connected it works but shows up for speaker malfunction. Functional testing/service repair/technical investigation: the customer was advised to return the device to bench repair. As of 6 jan 2025, this device has not been received by the philips authorized repair facility for evaluation, therefore, the complaint allegation cannot be confirmed. The customer was provided a replacement device to resolve the issue and was provided information to return the device to bench repair, however, as of 6 jan 2025, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined.